Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart xl+ defibrillator equipment disabled therapy message was shown at the screen. There was no patient involvement.